Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2021. During procedure, the snare was being used to resect a 7mm target polyp in the rectum. An attempt to apply cautery was performed, however, there were no signs of cautery (e.g tissue turning white, blanching). The snare was not getting any electricity, so coagulation to cut through the snare was not able to be performed resulting in difficulty resecting the 7mm target polyp. They tried a different active cord, turned on and off the generator, checked the cable connections on snare and generator but the issue was not resolved. Reportedly, the snare was securely attached to the active cord and there were no visible issues noted with the cautery pin. There were no issues noted upon opening the package and no other issues noted with the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be fine.